Event description:
It was reported that the device will require replacement and that the device will not meet expected longevity. The device is still in use and will be replaced in the "near" future. No patient complications have been reported as a result of this event. (B)(6) 2012: it was further reported that the device reached eri (elective replacement indicator) and was explanted and replaced.

Event description:
It was reported that the device will require replacement and that the device will not meet expected longevity. The device is still in use and will be replaced in the "near" future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file shows minimum battery equals 2.69 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012 is before device recommended replacement time (rrt) less or equal to 2.62 volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Weekly battery voltage trend data in save to disk file shows minimum battery equals 2.69 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, is before device recommended replacement time (rrt) less or equal to 2.62 volt. The device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.